Manufacturer narrative:
.

Event description:
Additional information was received for this case. A valiant 40x40x150 was implanted in the proximally landing zone distal to the lcc ostia. A valiant 40x36x150 was implanted in the distal landing zone just proximal to the celiac. The physicians stated that the repair was a success based on the final angio run.

Manufacturer narrative:
(B)(4). Review of returned CT's from 11 months post-implant revealed that multiple stent grafts were implanted in the thoracic aorta. The most proximal device (valiant captivia) was positioned from near the level of the lsa and extended distally over the arch. Several other manufacturer's stent grafts were also seen implanted from near the proximal fabric of the valiant, extending distally across the arch and into the descending thoracic ~ 13cm distal to the valiant, to within 5cm of the celiac. The lsa appeared to have been bypassed. Near the base of the arch the maximum diameter taa measured 7cm. Contrast was seen within the proximal sac outside the overlapping stent grafts, along the inner curvature ~ 1 ¿ 2 cm¿s distal to the valiant (and other mfg's) proximal graft margin. The valiant proximal stent graft od measured 35 x 37mm, the stent graft od near the distal margin of the valiant (across multiple stent grafts) was 41mm, and at the distal end of the devices measured 42mm od. The stent grafts were patent and no noticeable acute stent graft angulation or compression was observed as it coursed along the thoracic. A stent was also seen implanted within the right external iliac artery and there was a possible vessel dissection just distal to the left iliac stent. No other stent graft issues were observed. The exact cause and type of endoleak could not be determined from the images provided. The thoracic anatomy <(>&<)> films pre-implant and during implant, earlier post-implant films, and information regarding the other manufactures implanted devices, were not available for review. This appears most likely to be a proximal type I or a type iii transgraft endoleak. It is possible that interaction with the other manufacturers implanted stent grafts may have also contributed to the endoleak.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient returned for follow up and an unknown endoleak and aneurysm enlargement were observed on the CT scan. The patient will be monitored. Per the physician, the cause of event was unknown. No clinical sequelae was reported and the patient is being monitored by the physician.